Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer performing a procedure and the procedure was completed using a hand switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired foot switch was unable to expose. Upon troubleshooting, fse determined that the footswitch was defective. To resolve the issue, fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and the cause of the failure was found to be missing anti-slip and loose bracket. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The procedure was completed as planned and there was no impact on the procedure. A firmware update to ensure that a loss of connection does not require a reboot of the system to reestablish connection (2021-igt-bst-020, 2023-igt-pun-004). An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate hand switch, the procedure can be completed with minimal or no delay, the malfunction would not likely lead to death or serious injury. Since the execution of the c&r, no complaints have been reported to philips alleging harm or potential serious injury. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system wired foot switch could not perform exposures.the device was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Correction: additional narrative has been corrected. Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure, which was completed using a hand switch. The philips field service engineer (fse) inspected the system on-site and confirmed that the wired foot switch was unable to expose. Upon troubleshooting, the fse determined that the footswitch was defective. To resolve the issue, the fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis, and the other failure was found to be a missing anti-slip and loose bracket. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur, since the procedure was completed using the hand switch and no harm was reported. Therefore, due to the availability of an alternative switch, in the event of a wired foot switch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wired foot switch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.